Manufacturer narrative:
This follow-up report is submitted, to FDA in accord with applicable regulations. And as indicated, by terumo cardiovascular systems in the initial report submitted to the FDA on july 12, 2021. Upon further investigation of the reported event. The following information is new and/or changed: d1: (suspected medical device, corrected brand name). D4: (additional device information, added expiration date). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up, due to additional information and correction). H4: (device manufacture date). H6: (identification of evaluation codes 3331, 4114, 3221, 19. Type of investigation #1: 3331, analysis of production records. Type of investigation #2: 4114, device not returned. Investigation findings: 3221, no findings available. Investigation conclusions: 19, cause traced to user. The sample was not returned, so a direct investigation could not be performed. Past product complaints were reviewed, for similar issues and the described issue was most likely, due to improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the white won't balance correctly. It is unknown when the event occurred, whether there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.